Event description:
It was reported that the gastrointestinal videoscope had a blurry image. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation based on information received from the customer and a third party. Updated fields: d8, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, but the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.